Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2008. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2012 allegedly due to elevated metal ions and pseudotumor. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "material sensitivity reactions." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 6 mdrs filed for the same patient (reference 1825034-2012-01885 / 01890).

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which were unknown at the time of the initial medwatch.